Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube is fragmented at the base') in a 32-year-old female patient who had essure (batch no. 866022) inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted in date of essure insertion: 06-jul-1905. 3 coils are noted on both side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received. Reporters information were added. Event: medical device removal were updated to device breakage .lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right fallopian tube is fragmented at the base') in a 32-year-old female patient who had essure (batch no. 866022-invalid) inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 5 years 3 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted in date of essure insertion: (B)(6) 1905. 3 coils are noted on both side. Lot # reported (866022) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. In 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of essure insertion: (B)(6) 1905. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: case became valid and was upgraded to serious incident due to event medical device removal. Suspect product indication was updated. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.